Manufacturer narrative:
The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. There is no evidence of injuries to the patients after the novasure procedure. Information on the previous conditions or the treatments received by the patients prior and after the procedure are not available. There is no evidence of injury caused by the novasure to the ovaries. There is no clinical evidence to confirm a relationship between the issue reported and the device involved. We are unable to establish a root cause for the reported event. No DHR review performed. A device history record (DHR) review could not be conducted as the lot/serial number was not provided by the complainant. Or the product is non traceable. Please refer to the following MFR which include this report and the other 3 reports that were addressed: 1222780-2021-00052 (hologic (B)(4)) / 1222780-2021-00053 (hologic (B)(4)) / this report (hologic (B)(4)) /1222780-2021-00048 (hologic (B)(4)).

Event description:
It was reported on march 11th that dr. (B)(6) has observed 4 patients that went into menopause 6 months after receiving a novasure procedure on unknown dates and unknown conditions. No other information is available.